Manufacturer narrative:
(B)(4) h6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: can you identify the product code and lot number of the product that was used? Was the procedure completed succesfully? Please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep) (B)(6) surgical services at (B)(6) hospital called and stated below is what happened: "while the doctor was tying the 6-0 prolene on a c-1 needle, the needle popped off." The procedure was a CABG, she did not mention if the device was discarded. Leilani did want to know if there were any recalls with the prolene, I confirmed and informed her there were none.

Event description:
It was reported that a patient underwent a CABG procedure on (B)(6) 2023 and suture was used. During the procedure, it was reported by the sales rep that during a CABG, the doctor while he was tying the suture 6-0 proline on the c01 needle it popped off. It is unknown how the case was completed. Device was discarded. No adverse patient consequences were reported. Additional information was requested.